Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019, a2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a day after implant the right ventricular (rv) lead had high thresholds and high, varying impedances. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.